Event description:
It was reported that the user attempted to rewind the pump but mistakenly entered a fill-tubing-only sequence, confirmed that no infusion set was connected to their body, and then was guided to correctly rewind the pump and complete a cartridge change while choosing to keep existing tubing. Symptoms included no reported adverse clinical effects. Outcomes included successful troubleshooting and education with resolution of the use error and completion of the cartridge change without alerts or alarms. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed user error related to incorrect supply change steps and workflow navigation, with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during cartridge and tubing handling.